Event description:
It was reported that the patient underwent a surgical revision of this inflatable penile prosthesis (ipp) as the tubing was observed to be "almost out of the patient's skin." No components were removed or replaced. There were no patient complications and their outcome following the procedure was good. No further information is available at this time; a supplemental report will be submitted should additional relevant details be received.